Manufacturer narrative:
It has been reported "customer called in to report they are not sticking at all after 2 days they fall off." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It has been reported "customer called in to report they are not sticking at all after 2 days they fall off."